Event description:
The customer reported that when the system is turned on, it does not turn on properly; it just flashes. The system would not boot up. There was no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The general purpose operating system was replaced. The system was then found to be operating as intended.